Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pendant was not able to move and the replacement of the pendant plungers resolved the issue. It was also revealed that no 2d buzzer was active while shooting x-ray. The boost buzzer and the 3d buzzer were working fine. After replacement of the system board, the 2d buzzer was working fine again. The pendant plungers and system board were placed and the necessary calibrations were performed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the 2d buzzer was not working and the pendant was unable to turn. The system board and the pendant plungers needed to be replaced. There was no patient present when this issue was identified.

Manufacturer narrative:
The system control plate was returned to the manufacturer for analysis. Analysis found that the 2d buzzer system was not working. During 2d and 3d exposure, the audio beep got weaker and weaker until no audio beeps were heard during x-ray exposure. The indicator light functioned as expected during both 2d and 3d. The system control plate was found to be faulty. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.